Manufacturer narrative:
The manufacturer previously reported an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and allegedly caused the patient to develop pulmonary fibrosis. The medical intervention that the patient received in response to this event is currently unknown. The device was not returned to the manufacturer's quality product investigation laboratory for evaluation. The device's blower box assembly (B)(6) only was returned to the manufacturer quality product investigation laboratory for further investigation. The manufacturer confirmed the part number with the device history record. During the visual investigation of the returned device's blower box assembly, the manufacturer found evidence of extensive contamination throughout the airpath and pressure sensor seal. The manufacturer found evidence of corrosion to the blower assembly screws. There was evidence of the sound abatement foam being degraded through the sides of the blower box. Approximately the last 28mm of foam before the airpath reaches the blower box had broken off from the rest of the foam section and had dry foam particulate sloughing off. A review of contaminates under microscope was completed by the manufacturer. The primary contaminate is white in appearance and showed that the contaminant was partially crystalline in structure and was often transparent and secondary contaminants were trapped inside this primary contamination. Rust from the corroded screws can clearly be seen trapped in the primary contaminant and tiny white needle-like formations were observed between the foam and the blower box shell. The crystalline structure is consistent with a salt rich environment. The manufacturer concludes the device had evidence of foam degradation as well as contamination consistent with a salt rich environment and corrosion. Section d4, h6 is updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and allegedly caused the patient to develop pulmonary fibrosis. The medical intervention that the patient received in response to this event is currently unknown. The blower box assembly was sent to a third party for an analysis of the contaminants. The third party investigation identified the white contaminants previously thought to be salt (sodium chloride) as matching their library profile for ammonium nitrate. The third party also determined that the ammonium nitrate deposits observed are consisent with having been dissolved in water and deposited by precipitation/evaporation. Given the extent of contamination throughout the device, and especially due to its presence at the air intake port, the source is still consistent with having been external to the device. Upon closer inspection, the crystalline structures that formed between the sound abatement foam and the blower box walls were significantly more numerous in the area of greatest foam degradation. The area with the least amount of degradation found very few of these structures. For clarificiation purposes, ammonium nitrate is not used in the production of this device or components and is not a byproduct of material degradation. The source of the contaminant remains as likely to be external to device. .

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and the patient was diagnosed with pulmonary fibrosis. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.